Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - device not returned. Additional information was requested, and the following was obtained: all the product we have complained about has been related to the suture snapping when secured.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: regarding the email below the complaint for product code sxpp2b405; ubbcph belonged to the previous complaint as well. The breaking of the suture occurred in during closure of total joints just like previous attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our failure analysis lab received the additional product with reference to this complaint, the following product was received: product code sxpp2b405; uabebt. This complaint is for product code product code sxpp2b405; ubbcph. Please provide further clarification on why product was returned with a different lot number than what was initially reported. Why was the additional product with lot number uabebt returned under this complaint? Is there a complaint against lot number uabebt? Is this complaint about lot uabebt and not lot number ubbcph, as initially reported? Was a device with lot number uabebt used on this same patient in the same procedure? If yes, was there a malfunction of the device with lot number uabebt during the procedure? Please explain. In your previous response, it was stated ¿regarding the email below the complaint for product code sxpp2b405; ubbcph belonged to the previous complaint as well¿. Please clarify what is meant by ¿previous complaint as well¿. Is there another complaint regarding an ethicon device? If yes, has it been previously reported? Can you provide us with a complaint number? Please provide any known details of any other complaints.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. During an unknown procedure, they had four needles that broke off the sutures. They were able to complete case. No patient harm. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/16/2024 h6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: device return status they have been shipped out. The following information was requested: product code sxpp2b405; uabebt 1. Please clarify if the additional device belong to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn't belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to (B)(4) with the ups, dhl or fedex tracker number. A device has been received; however, clarification is requested whether the product belongs to this complaint.